Event description:
Event description guidant received information that the lead impedance measurements for this chronic right ventricular pacing/sensing lead have gradually risen since implant (note: at implant, 700 ohms; last measurement taken, >2000 ohms). The pacing threshold was measured at 0.8 v. Atrial lead diagnostic measurements were reported to be normal. The high voltage (hv) lead impedance measurement was also reported to be normal.